Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 24-jan-2019 with the following findings: a visual inspection of the pump revealed the battery compartment had multiple cracks. The returned battery cap was undamaged and was able to secure enough and power up the pump. The pump was exercised for 12 hours using the test cap with no power interruptions occurring. The pump¿s cover was removed and no evidence of moisture or loose components were observed to the power printed circuit board. The complaint of intermittent power was not duplicated during investigation.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2019, the reporter contacted animas, alleging a power (damage) issue. The reporter alleged the battery compartment was cracked. The reporter denied moisture in the pump and damage to the battery cap and stated the battery cap was last replaced 7-12 month ago. The reporter confirmed the yellow o-ring on the battery cap was not visible when the cap is in place on the pump. The reporter alleged the pump experienced an intermittent power issue that began (B)(6) 2018. There is no indication the alleged product issue caused or contributed to an adverse event. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.